Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing and oversensing pvc's triggering non-sustained oversensing alerts on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported; the patient will continue to be monitored. There were no patient consequences.